Event description:
Patient tested 5.7 inr and 1.7 inr on the coaguchek xs plus system. The patient's coumadin dose was adjusted based on a lab value of 1.7 inr. No adverse event reported. Requested return of suspect system however the test strips have been discarded; replacement was sent.

Manufacturer narrative:
The last name of the reporter is not known. Device will not be returned to manufacturer.